Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing had a hole in it. The following information was provided by the initial reporter: "upon IV placement, the tubing that connects to the catheter was noted to have a hole. Piv (peripheral IV) removed and replaced."

Manufacturer narrative:
H6. Correction after further evaluation of the complaint, it has been determined that the MDR 1710034-2021-00758 is a duplicate of -1710034-2021-00675 this supplemental is to cancel MDR 1710034-2021-00758.

Manufacturer narrative:
Date of birth: unknown. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva" closed IV catheter system tubing had a hole in it. The following information was provided by the initial reporter: "upon IV placement, the tubing that connects to the catheter was noted to have a hole. Piv (peripheral IV) removed and replaced."